Manufacturer narrative:
In response to FDA report number: mw5108535. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via medwatch inflammation, pain, depression, and "panic attacks" against the device. The patient also reported "lost mobility," "symptoms of bii," "neuropathy, nerve and joint diseases, dizzy, nauseous, vision impaired, nerve pinch, joint pain, fatigued, autoimmune diseases, dying, and burning in breasts and whole body, determined to be not device related. Healthcare professional additionally reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.